Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous distal left anterior descending artery. The 2.25 x 16mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and it was noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).